Manufacturer narrative:
The reported event of stretched helix was not confirmed. Visual inspection noted the helix was compressed, bent, and out of specification. The helix compressing is consistent with having occurred during implant procedure by the end-user. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed successfully. Further analysis was performed, and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker's helix was sprung after attempting fixation. The device was not used, and a new one was implanted. There were no patient consequences.